Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information: device eval by manufacturer? Annex a : a25 annex g : g07001 annex b : b01, b14 annex c : c19 annex d : d14 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient allegedly tampered with the devices to increase the ketamine dose. The clinicians reported that the patient unlocked the pcu using the tamper resist switch to adjust the ketamine dose rate. It was reported that the ketamine was ordered to infuse at 0.1 mg/kg/hr. (4.8 ml/hr.) Along with 0.9% nacl. Additionally, it was reported that the staff believed the patient may have switched the tubing (from one pump to the other) "to get a higher rate" of ketamine. One nurse was sure that the lines were initially set up properly but came in a couple hours later to find "the lines switched." There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the patient allegedly tampered with the devices to increase the ketamine dose. The clinicians reported that the patient unlocked the pcu using the tamper resist switch to adjust the ketamine dose rate. It was reported that the ketamine was ordered to infuse at 0.1 mg/kg/hr. (4.8 ml/hr.) Along with 0.9% nacl. Additionally, it was reported that the staff believed the patient may have switched the tubing (from one pump to the other) "to get a higher rate" of ketamine. One nurse was sure that the lines were initially set up properly but came in a couple hours later to find "the lines switched." There was patient involvement but no harm.